Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a breast biopsy with an eviva device on (B)(6) , 2026 that "when trying to pull just the needle out of breast and leave introducer in place, the introducer came out of the breast also, stuck to the needle, broken, warped looking like a candy wrapper, and then once the needle was out of the breast- it finally came free of the introducer, but introducer itself still all bent and broken, to where I could not leave the clip through the introducer." Customer outreach was performed and confirmed the was "no harm" to the patient, and that the procedure was able to be successfully completed. There were no additional interventions reported.